Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one of the sizing wings on the zephyr 5.5 dual mark endobronchial delivery catheter (edc) broke off after the initial insertion through the working channel of the bronchoscope. The sizing wing was removed with biopsy forceps. The procedure was successfully completed with a new edc.